Manufacturer narrative:
D9: device returned for analysis 12 september 2024. H3: one device was returned for analysis and repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found 559 intermittent downstream occlusion (dso) alarms that occurred during infusion. Visual and functional tests were performed. The dso seal was cracked, causing the problem. The downstream sensor was not damaged. The downstream was tested and occluded with a pressure of 14 psi. The upstream seal was in good condition. No repairs were performed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cracked occlusion sensor. The event occurred during preventive maintenance inspection. There was no patient involvement, and no harm/adverse event reported.